Event description:
There was an allegation of a questionable elecsys hiv duo result from the cobas e 801 analytical unit for one patient. The initial result was reactive. The sample was sent out, and the results from a biorad genius hiv 1 and hiv 2 test were non-reactive. The sample was also sent out for an hiv map test, and the result was negative. The non-reactive result was deemed to be correct. The reactive result was questioned by the doctor.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The qc was within range on the date of the event. The alarm trace report does not contain a conspicuous event. The customer requested that the service visit for an upcoming preventative maintenance (pm) and the investigation be delayed until an audit at the customer site was complete. The delay and performing the pm at the same time impacted the ability to determine a root cause for the issue. The full pm with cells and sippers was performed, as well as a decontamination of the sipper syringe path and the procell syringe path. They were normally turbid, as you would see during a pm, nothing out of the ordinary. There were no abnormalities found during the pm. The investigation determined that there was no product issue.